Manufacturer narrative:
Section d: suspect medical device: product information updated following returned product and investigation. Investigation/evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), quality control, and specifications of the device, as well as a visual inspection and dimensional verification, were conducted during the investigation. The complainant returned one abrm-coated central venous catheter in a used and damaged condition to cook for investigation. The device was returned with a microclave attached to the proximal orange hub, with the cap attached to the microclave. Biological matter was noted throughout the device. At approximately 2mm from the proximal hub, a kink was noted in the extension tubing. The catheter tubing also appeared to be bent. The kink and bend were most likely the result of use. The distal end of the catheter tubing was noted to have a slit. The distal tip of the catheter did not have a clean cut, likely indicating that the user cut it to size. Device attributes were measured and found to be within manufacturing specifications. Investigators were able to observe the reported failure mode. Because the identity of the complaint device was originally unknown, cook completed a review of devices that fit the reported complaint device description and the description of the returned device. Only one device and lot were identified as being sold to this customer in the relevant timeframe. Therefore, the complaint device was likely a turbo-ject® single lumen minocycline/rifampin power-injectable PICC. Based on the sales report, the complaint device lot was likely 8140619. Additionally, a document based investigation evaluation was performed. Based on the review of current documentation, cook has concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode. Additionally, cook completed a review of the device history record of the likely device lot and similar device lots and found no relevant non-conformances. Cook conducted a review of complaints from the same lots and found no other reported complaints associated with the lots. Because there are adequate inspection activities in place, objective evidence that the device history record was fully executed, no related non-conformances, and no other lot-related complaints received from the field, cook has concluded that there is no evidence that non-conforming product exists in house or in the field. Cook reviewed the design history file for the complaint device and reviewed a risk specifications. For the failure mode of catheter fracture/rupture, potential causes of failure and current risk controls were identified. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿intended use: ¿the maximum pressure limit setting for power injectors used with the spectrum turbo-ject PICC may not exceed 325 psi and the flow rate may not exceed the maximum flow rate indicated¿ warnings: the safe and effective use of spectrum turbo-ject PICC lines with power injector pressures set above 325 psi has not been established. Do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. Precautions: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. Product recommendations: catheter maintenance: ¿lumen should be flushed with normal saline between administration of different infusates. After use, lumen should again be flushed with twice the indicated lumen volume using normal saline before reestablishing heparin lock¿ instructions for use: power injection procedure: ¿warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of returned product and the results of the investigation, a definitive cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Suspect medical device: unknown . Initial reporter also sent report to FDA: unknown. PMA/510(k) #: unknown . This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a 4 fr single lumen PICC split 1 cm down the lumen of the catheter. The patient had the PICC line placed on a previous hospitalization and was discharged home with the device. Eight weeks later the PICC was discontinued as it was no longer needed. It was upon removal that a 1cm split down the lumen, about 1.5cm before the end of the PICC, was discovered. The split was clean and there was no concern that part of the PICC remained in the patient. Medication had been able to be infused with no issues and blood for lab draws was able to be aspirated while the PICC was in place. The patient's father reported that the line was de-clotted twice with home health while in place. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.